Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0g7q6, implanted: (B)(6) 2014, product type: lead. (B)(4)

Event description:
The patient was implanted for urinary dysfunction, urinary incontinence, and gastrointestinal/ pelvic floor issues. The consumer reported that the patient fell in (B)(6). The doctor said everything was fine. In (B)(4) the patient began having constipation. The patient had not had regular bowel movements since coming out of the hospital after the fall. In (B)(6) the patient began having accidents again and also had a second fall. The patient's knee swelled up after each fall. The consumer makes the patient's adjustments and has set the device between 3.2-6.0.